Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. The treatment for the peritonitis event was not reported. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. No additional information was available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis was a break in aseptic technique further described as a touch contamination. The device in this report is no longer considered as suspect in relation to the reported peritonitis event. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.